Event description:
It was reported that the right ventricular (rv) lead threshold continued to increase after implant. The lead was repositioned two weeks after the implant to correct the threshold. The lead remains in service. No adverse patient effects were reported.